Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for spinal pain. It was reported the patient noticed a loss of therapy and pain/hurting in (B)(6) 2016 that gradually worsened. The patient initially tried to increase the ins in (B)(6) 2016, but the patient programmer would not connect. When the patient tried using the programmer in (B)(6) 2017 they noticed the eos message (end of service). The patient was dissatisfied with the device longevity. The patient saw their hcp who prescribed oral medications up to 4 times a day a couple days ago in (B)(6) 2017. The hcp did not want to do injections because the patient had injections in the past and the hcp said too many injections could deteriorate the bones. The patient stated their last ins was rechargeable and lasted 8 years or more. The patient was directed to follow up with their hcp for next steps.

Event description:
Additional information received from the consumer reported the circumstances that led to the device reaching end of service was them ¿trying to change the level and it just wouldn t change level and to call you.¿ in order to resolve the return of pain the consumer got shots and pain medications. An appointment was scheduled with the consumer¿s healthcare provider (hcp) for (B)(6) 2017 at 8:20 for an emergency replacement once it got approved from worker¿s compensation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.